Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿the iodine and solution was leaking from the connection between the minicap and transfer set." This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. A clear passage test was performed with no issues noted. Functional tests which included leak and clamp function tests were performed which revealed a leak through the closed twist clamp, which was caused by the broken occluder feet. The leak test was performed with the returned minicap and there were no leaks from beneath the minicap. The reported issue of leak from the connection between the minicap and transfer set was not verified, however, a leak through the closed minicap was verified. The device did not meet specification. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.